Manufacturer narrative:
A ge representative performed an over the phone investigation. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not display a signal input to both monitors. No pt injury was reported.